Event description:
The readings from my dexcom 6 were wildly off. I can accept the normal 20 to 30% variations, but two-fold is ridiculous. What if my blood glucose was actually 50, but dexcom showed it to be 100? What is my blood glucose was 300, but dexcom showed me 150? I wish I could offer more details, but I have been unable to login to my dexcom account. I have tried about 2 or 3 times to reset the password, but the emails to do this from dexcom are extremely slow. Here are some simple fixes that dexcom can do: give users a time frame for the link for a forgotten password. Something like "please wait to receive a password resent link. It can take 15 minutes to 3 years for this to come through;" give information about how the user's computer needs to be configured. Something like "dexcom's patient account functions best with a pc/(B)(6) computer, using (B)(6). The web browser settings need to allow[invalid]s/turn-off virus protection/allow-dexcom-to-track-you-where-ever/totally disable all firewalls; let users know how many attempts they have, after which their account is locked (which is where I am now). For the love of all that is holy, please put some fear of god (or at least the FDA) into dexcom for their lousy user interface and their fairly awful 2-fold variations in readings. This situation is bad. It has wasted hours of my time. I don't know about you, but I have better things to do. Can we change the fact that healthcare insurance companies pay for this useless medical device? Perhaps the same classification as a (B)(6)-entertaining, but with no basis in reality? Hoping you can rattle their chains. FDA safety report ID # (B)(4).